Manufacturer narrative:
The lot numbers for the three malfunctions were not provided. The devices have not been returned for evaluation; therefore, the investigations are inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 1806060 implantable port allegedly experienced a suction issue. This information was received from various sources. The three malfunctions involved a total of two patients with no reported consequences. One patient was reported as a 77-year-old female; all other patient details are unavailable.